Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited pinholes at glue around light guide lens, big chip around objective lens glue, chips at probe glue, and missing adhesive at forceps cover. There was no patient involvement.